Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.